Manufacturer narrative:
The date of event was sometime in 2015. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was not hospitalized for the reported event. The patient treated themselves at home for the peritonitis but the treatment details were not reported. The cause and outcome of the peritonitis were not reported. The pd therapy was ongoing. No additional information is available.